Manufacturer narrative:
H10: the actual device was not available for evaluation. The visual inspection of the provided photos showed all products after treatment. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on one unit of revaclear 400 during priming. There was no patient involvement. No additional information is available.